Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a german patient had developed a red, itchy irritation under two of the front ECG electrodes. The patient was prescribed a crème for the irritation. After using the crème the irritation improved.